Manufacturer narrative:
H.6. Investigation: no samples or photos received for investigation. During the site investigation to detect possible failure modes, it was found that this defect was generated in the conveyor belts prior to the marking stage, due to a saturation of the product in the marking hopper. This causes the syringes to exert pressure on each other. The change of the feeder was made for a larger capacity for greater capacity, it is important to cite that the batch was manufactured prior to the change. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. H3 other text : see h.10.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip syringe broke and spilled insulin. This was discovered during use. The following information was provided by the initial reporter: material no.: 309657 batch no.: 8318677 it was reported the syringe shattered spilling the contained insulin. 1. Description of issue: customer reports that the syringe that holds the insulin "exploded" when they went to insert that insulin into the cartridge. By explode, customer clarifies that the syringe shattered into multiple pieces and their insulin spilled out. 2. Number of occurrences: 1 3. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. 6. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? N/a, see above. 9. Resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. No further follow up is required. 10. Note: product category = needle/syringe issue.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip syringe broke and spilled insulin. This was discovered during use. The following information was provided by the initial reporter: material no.: 309657 batch no.: 8318677. It was reported the syringe shattered spilling the contained insulin. Description of issue: customer reports that the syringe that holds the insulin "exploded" when they went to insert that insulin into the cartridge. By explode, customer clarifies that the syringe shattered into multiple pieces and their insulin spilled out. Number of occurrences: 1. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? N/a, see above. Resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. No further follow up is required. Note: product category = needle/syringe issue.